Event description:
It was reported that the health care professional (hcp) called for review of a ventricular episode as they were inquiring about the vs marker that was in brackets. Technical services reviewed the non-sustained ventricular tachycardia (nsvt) event and informed the vs marker was falling into v blanking after the ap cross chamber blanking period. Technical services suspects the right ventricular (rv) lead coil pulled back closed to the valve and is oversensing the atrial pace. Technical services discussed programming optimization. At this time, implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of a ventricular episode as they were inquiring about the vs marker that was in brackets. Technical services reviewed the non-sustained ventricular tachycardia (nsvt) event and informed the vs marker was falling into v blanking after the ap cross chamber blanking period. Technical services suspects the right ventricular (rv) lead coil pulled back closed to the valve and is oversensing the atrial pace. Technical services discussed programming optimization. At this time, implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. This supplemental report is being filed as it was reported the field representative called inquiring about loss of a/v synchrony. Technical services reviewed and found there is a device sensing issue and it was noted that r-waves amplitudes were out-of-range. Technical services provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.